Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred after swimming with the pump. Customer's blood glucose (bg) level was 303 mg/dl. Customer was not able to address bg level due to not having alternate insulin therapy. Customer declined further follow up from tandem technical support.